Event description:
During a ptca treatment procedure, the quantum maverick monorail 12/2.5 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was located in an suspecified, tortuous coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'